Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. One paper print radiographic image was received with the complaint. The paper print image annotations include (B)(6), birth date: (B)(6), (B)(6), (B)(6), procedure date: (B)(6) 2010, and printed date: (B)(6) 2010. Contrast enhancement was seen in the bladder and lower extremity vessels. The image may represent a lower extremity angiogram. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced, the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.

Event description:
It was reported a pt had a left heart catheterization procedure on (B)(6) 2010, with no complications. The pt returned to the hospital on (B)(6) 2010 and complained of calf pain with a loud bruit over the puncture site and faint distal pulses. The pt had an ultrasound performed and it appeared as high grade stenosis in the common femoral. Then the pt was referred to vascular surgeon for an angiogram, but the pt did not show for their appointment. The pt has no resting pain but only when active. The pt was taking the following medications (plavix and aspirin, dosage unk). Additional info revealed the pt did not show up for their second angiogram appointment. Results revealed an occlusion of the common femoral artery and surgery was going to be scheduled for device removal. Further info was not available at this time.